Event description:
It was reported that the o2 concentration was drifting during ventilator use on a patient. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has reproduced the described customer issue with o2 concentration drifting. The review of the returned device logs does confirm the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module. It¿s been concluded that the solenoid has a contributing effect to these behaviors.